Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system underwent recent minute ventilation (mv) programming changes from mv 10 to mv 12, and the patient complained that the sensor was too aggressive. Review of the presenting electrogram (egm) showed a heart rate in the 90 beats per minute (bpm) range. Rythmiq was on, and a recent episode showed increasing atrioventricular (av) block as the rate increased. The pr interval was 480-500 ms. Due to the extended pr interval, the ap blanked the qrs, which caused a mode switch to ddd and increasing right ventricular (rv) pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system underwent recent minute ventilation (mv) programming changes from mv 10 to mv 12, and the patient complained that the sensor was too aggressive. Review of the presenting electrogram (egm) showed a heart rate in the 90 beats per minute (bpm) range. Rythmiq was on, and a recent episode showed increasing atrioventricular (av) block as the rate increased. The pr interval was 480-500 ms. Due to the extended pr interval, the ap blanked the qrs, which caused a mode switch to ddd and increasing right ventricular (rv) pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codes e0629 and e060106. The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of mv rate response not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation determined that the minute ventilation (mv) sensor has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action was expected to reduce, but not eliminate the occurrence of this behavior. Boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this pacemaker system underwent recent minute ventilation (mv) programming changes from mv 10 to mv 12, and the patient complained that the sensor was too aggressive. Review of the presenting electrogram (egm) showed a heart rate in the 90 beats per minute (bpm) range. Rythmiq was on, and a recent episode showed increasing atrioventricular (av) block as the rate increased. The pr interval was 480-500 ms. Due to the extended pr interval, the ap blanked the qrs, which caused a mode switch to ddd and increasing right ventricular (rv) pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this patient felt her heart racing the night before. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system underwent recent minute ventilation (mv) programming changes from mv 10 to mv 12, and the patient complained that the sensor was too aggressive. Review of the presenting electrogram (egm) showed a heart rate in the 90 beats per minute (bpm) range. Rythmiq was on, and a recent episode showed increasing atrioventricular (av) block as the rate increased. The pr interval was 480-500 ms. Due to the extended pr interval, the ap blanked the qrs, which caused a mode switch to ddd and increasing right ventricular (rv) pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this patient felt her heart racing the night before. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.